Event description:
Physician was using a trilliant drill bit on the right foot for surgery and the drill bit split. Physician stated when it occurred it fractured the pt's right foot. Physician had to use crushed bone graft to fill in the area.